Manufacturer narrative:
B.5.additional information received; it was reported the physician was aware of the off label usage of the device. It was also reported the implanted devices were vnmc3434c52te models and not the previously reported vamc3737c52 device sizing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; treatment of a massive pseudoaneurysm originating from the ascending aorta with an off-the-shelf stent graft gottardi r, buchholz s, hegazy y, sodian r. European journal of cardio-thoracic surgery 2021; 00 (2021) 1¿3 doi:10.1093/ejcts/ezab276 if information is provided in the future, a supplemental report will be issued.

Event description:
A massive retrosternal pseudoaneurysm in the ascending aorta was diagnosed in a patient on CT scan. The pseudoaneurysm originated from a non mdt graft, which had been implanted 9 months previously during emergency coronary bypass surgery. Open surgery was considered too high risk and there was no time to wait for a custom made device, valiant navion stent grafts were chosen to be implanted to treat the pseudoaneurysm. The procedure was performed transfemorally and percutaneously with the patient under general anaesthesia. A stiff wire was placed and under rapid pacing, a valiant navion vnmc3737c52tu was implanted. The aim was to achieve 20% oversizing at the proximal and distal landing zones. It was reported this prosthesis was positioned too high and did not achieve good proximal sealing of a type 1a endoleak. Therefore, a stent graft of the same dimensions was implanted in little bit lower which resolved the endoleak. A postoperative CT scan the next day confirmed the complete exclusion of the pseudoaneurysm. A follow-up CT scan 4 months after the procedure confirmed the exclusion and additionally showed a regression of the pseudoaneurysm.